Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a constant tone after changing battery. The customer reported that there were no alarms prior to the constant tone. The customer's blood glucose was unknown at the time of incident. The customer stated that the constant did not disappear after placing a new battery. The customer was advised to put the insulin pump into rest for two hours and insert a new battery after insulin pump rest. The insulin pump will not be returned for analysis.